Event description:
A customer observed negatively biased qc results for theo testing on their vitros 250 system. Biased results of this type may lead to inappropriate physician action no patient results were reported and there was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined that the customer was storing the vitros theo slides at 2-8 c. The instructions for use for this product indicates that it must be stored frozen. Use of a new lot of slides that had been stored and handled per instructions resulted in acceptable qs results. User error was the cause of this event.